Manufacturer narrative:
A manufacturing review could not be conducted as the lot number is unknown. The device was not returned based on the image review of provided images, the investigation is confirmed for filter tilt, material deformation, limb detachment, removal difficulties, and a pair of crossed legs. Per the reported event details, a filter limb became bent during the initial retrieval attempt. During the second retrieval attempt, the bent limb was noted to have detached into two segments. Therefore, procedural issues likely contributed to the fragmentation of the bent limb. It is unknown how the filter legs became crossed or the non-bent limb became detached, however, it is possible that the initial retrieval attempt contributed to these issues it is unknown how the filter became tilted. Based upon the available information the definitive root cause for this event is unknown. The current IFU (instructions for use) states warnings/potential complications - movement, migration or tilt of the filter are known complications of vena cava filters - filter fractures are a known complication of vena cava filters - failure of filter expansion/ incomplete expansion - do not attempt to remove the meridian filter if significant amounts of thrombus are trapped within the filter or if the retrieval hook is embedded within the vena cava wall. Note: it is possible that complications may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted.

Manufacturer narrative:
Received a medwatch report # (mw5042701) from the FDA on 07/15/2015. Maude event report received reported that this event may have been precipitated by manipulation and distortion of the filter by another physician, however, the detachment occurred after reportedly, this was precipitated by the tip embedding which prevented the removal of the filter.

Event description:
Ref mw5042701.

Event description:
It was reported that approximately two years post filter deployment, a filter retrieval attempt was unsuccessful. The filter apex was against the ivc wall, a limb became bent during the attempted retrieval. A successful filter retrieval attempt was performed approximately eight months later. Guided fluoroscopy demonstrated a detached limb in the retroperitoneal; the bent limb was identified in two fragments; located in the right pulmonary artery and hepatic vein. An attempt to remove the detached limb from the pulmonary artery was unsuccessful. No attempt was made to remove the other two pieces. The patient was reported to be in good condition.

Manufacturer narrative:
The lot number was not provided; therefore, the device history could not be reviewed. The investigation is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.